Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. During the evaluation, the device alarmed for door not fully latched, corresponding with the reported symptom, caused by a damaged upper hook switch. The upper auxiliary assembly was replaced.

Event description:
It was reported that a pump does not sense when the door is closed. It was also reported that there was no patient injury.